Manufacturer narrative:
A visual and tactile examination of the returned uromax ultra balloon dilatation catheter revealed no damage to the shaft of the device. The balloon was returned folded and wrapped around the catheter shaft. Microscopic examination of the balloon revealed a longitudinal tear in the balloon material 32 mm in length beginning at the proximal edge of the distal markerband and extending proximally. Several scratches were noted on the balloon material. There were no other defects noted with the device. The most probable root cause for this event was determined to be operational context. A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a dilatation procedure. According to the complainant, the balloon was inflated with a blend of contrast media and saline using a leveen inflator included with the device. During inflation, the balloon burst inside the patient. No part of the device detached inside the patient. The procedure was completed with another uromax ultra balloon dilatation catheter. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "good."

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a dilatation procedure. According to the complainant, the balloon was inflated with a blend of contrast media and saline using a leveen inflator included with the device. During inflation, the balloon burst inside the patient. No part of the device detached inside the patient. The procedure was completed with another uromax ultra balloon dilatation catheter. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "good."